Event description:
It was reported via repair work order that the motion interrupt pan was damaged and it was also reported that the power cord was missing the ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.